Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During the atrial fibrillation ablation procedure, when the catheter connected to the tactisys, an error message "contact force catheter is intendent for single use only" was displayed and could not be used. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.